Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The physician implanted a taxus express2 3.0x20mm drug eluting stent to the 70% stenosed lesion located in the nontortuous, noncalcified, left anterior descending (lad) artery. No pt injuries or complications were reported. The day after the initial procedure the facility reported "the pt appeared sat, so the doctor used maverick2 3.0 x 2.0 mm to finished dilatation. At present, the pt is well, and leaved hospital."

Manufacturer narrative:
H6: the delivery device was discarded by the hospital and the stent remains implanted in the pt, therefore no direct product analysis is available.